Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced difficulty while trying to activate the safety shield, resulting in a needlestick injury post use. The following information was provided by the initial reporter. The customer stated: one of our phlebotomist was drawing a blood culture. She used the pre- packaged bc kit, which includes the blood collection set ( 21g butterfly). When she was done using the device she engaged the safety until it stopped. When she went to pick it up to discard, she was stuck by the exposed tip. I examined the device and the safety would not advance any more than it had, leaving the tip of the needle exposed. There was a safe care submitted on 8/9/21."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. From the picture of the actual sample, it was considered the reported event was caused because the tubing was bent in the safety shield and the safety shield was not activated completely and due to it, the needle tip remained exposed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ safety-lok" blood collection set, the device experienced difficulty while trying to activate the safety shield, resulting in a needlestick injury post use. The following information was provided by the initial reporter. The customer stated: one of our phlebotomist was drawing a blood culture. She used the pre- packaged bc kit, which includes the blood collection set ( 21g butterfly). When she was done using the device she engaged the safety until it stopped. When she went to pick it up to discard, she was stuck by the exposed tip. I examined the device and the safety would not advance any more than it had, leaving the tip of the needle exposed. There was a safe care submitted on (B)(6) 2021."